Manufacturer narrative:
The part returned contained an undersized taper and was found to be nonconforming. This part was determined to be a single occurrence. The design intent with this taper would not have been met and would be loose to the point where it would be easily distinguishable.

Event description:
It was reported a patient underwent a total knee arthroplasty on (B)(6) 2015. During the procedure, it was found the taper on the tibia tray was too loose when attempting to assemble to the mating part outside of the patient's body. Another tibia tray was used to complete the procedure with only a 10 to 12 minute delay in the procedure.